Manufacturer narrative:
(B)(4).

Event description:
Received info impedances were >4000 ohms on all of the unipolar pairs. The lead was suspected because it has been implanted a while. No further info was available at the time of this report. Add'l info has been requested and if received a follow up report will be sent.